Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking sensation at the implantable neurostimulator location while recharging. It occurred on 2 different occasions. Additional info has been requested. A f/u report will be submitted if additional info becomes available.